Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) tip cover accessory was analyzed and the distal end of the mcs tip cover exhibited localized melting, which was indicative of arcing. Additional observation(s) found related to the reported complaint included: the tip cover was found to have tearing at the mouth where the scissor tips exit/on the proximal end where the instrument inserts. Tears were axially aligned with the tip cover and measure from 0.108¿ to 0.010¿ in length. There were signs of thermal damage present at the end of some tears as evidenced of charring/melting.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the monopolar curved scissor (mcs) tip cover accessory was damaged. The user described that the bent portion of the tip cover accessory had disappeared as it had melted. There was no report of patient harm due to this event.